Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the esg-400 generator had an old type of generator board in the device. Errors e433, e091, and e622 were noted in the error log. These errors did not appear during the inspection and testing. No other faults were found. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the investigation results, the error messages e433, e091, and e622 were identified in the error history log of the device during inspection; however, the errors were not reproduced during testing. Therefore, a root cause for the errors could not be determined. Olympus will continue to monitor field performance for this device.